Event description:
It was reported that the user experienced hyperglycemia after eating chinese food and announcing the meal, with a fingerstick of 339 mg/dl and cgm readings initially reported as ¿high,¿ following a supply change and a brief pump disconnection during charging; glucose later trended down to 280 mg/dl, and no symptoms were reported, while troubleshooting and education were provided regarding meal announcements and device use. Symptoms included hyperglycemia. Outcomes included a missed dose impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.